Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a urinary tract infection (uti) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced a uti. On (B)(6) 2011, the patient experienced peritonitis caused by a urinary tract infection (uti). On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, daily, ip) and reflin (1gm, daily, ip). The patient was not hospitalized for peritonitis. It was not reported whether the events of peritonitis and uti were resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated that the event peritonitis were not related to dianeal pd2 ultrabag therapy and did not provide a statement of causality for the event of uti.